Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis, when putting a stoma back, there was no doubt that the orange band was visible onto colon and there was a very clear "click" when connecting the anvil to the stapler. After firing the device, the anvil did not tilt and there was difficulty removing stapler from cavity. The anvil was left in the patient and the surgery was converted to open to be ready for a re resection. After several attempts, the surgeon managed to pull out the anvil through the rectum and suturing was done to secure proper closure. The surgery was extended with approximately 2 hours and hospitalization was extended for one day. Tissue loss and damage was corrected upon opening the abdomen and incision was also extended more than 1 inch (2.54cm).